Manufacturer narrative:
The actual sample was returned for eval and found to be blocked with silicone. The unit should have been detected, as the tubes are 100% inspected. The inspection operator straightens the shaft from the neck strap to the tip using a lamp to aid inspection they then examine the ID of the shaft. A flexible rod, nylon netting and a solution of 70% propanol and 30 % water is used to remove any debris found. Manufacturing has shown the relevant operators the returned device and stressed the importance of constant vigilance when working with the product.

Event description:
The tube was occluded by silicone burr at 4 cm from the connector end, therefore they couldn't insert a suction catheter.